Event description:
It has been reported to co that during the procedure this device experienced intermittent continuity. The device was removed and replaced. There in no report of pt injury. The device is being returned for analysis.

Manufacturer narrative:
Device history record reviewed.